Manufacturer narrative:
Olympus requested additional information and the reporter indicated that the device has been returned to olympus for evaluation; however, to date the device has not been yet been returned. The reporter also confirmed that no device fragment fell into the patient. It was reported that a short circuit and probe damage error was displayed on generator, while the doctor was performing a cut with the device. No medical or surgical intervention was needed. The device was reported to have been inspected prior to use and no abnormalities were found. The exact cause of the reported event cannot be conclusively determined at this time. This type of thunderbeat damage is most likely related to operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the thunderbeat."do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." The instruction manual contains several warning statements in an effort to prevent damage to the thunderbeat."do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad was burned and metal was exposed. The procedure was successfully completed using a different thunderbeat device. There was no patient injury reported. This is 3 of 3 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, to update. The device was returned to olympus for evaluation. The device was tested using olympus test equipment. The probe check function could not be performed due to broken probe. A visual inspection of the returned device revealed that there was tissues build up on the probe and grasping section. The teflon pad had a dent, but no metal was exposed. The broken probe caused an u509 error message to appear on the generator. The broken probe portion was returned and measured approximately 16 mm long. There were cracks found on the broken probe unit at the breaking point and char marks were also noted on the intact probe unit. In addition, there were scratches noted on the shaft and a small piece of golden insulation was chipped off from the wiper of the jaw.

Event description:
The reporter provided additional information that the probe broke off and was retrieved successfully.